Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a biomed testing, these electrode pads cause the device to displayed a red "x: indicator. Complainant indicated that there was no patient involvement in the reported malfunction.